Manufacturer narrative:
(B) (4). Analysis report was not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during a surgical procedure the lead was unwrenched and it was noticed that the wire and "coating" appeared broken. Further information was requested.